Event description:
Immediately following procedure I was in severe pain, ignored and told it was normal and I was just aging. I was (B)(6). Tubal ligation - I have a list of 38 different symptoms tied to hormones neurological, mental health all which I did not ever have before the procedure. I still suffer today.